Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results of an unknown number of patient samples with the simplexa covid-19 direct assay. Run analysis of the simplexa results from (b)(6 2021 are as follows: sample ID (B)(6): s gene (27.6) orf1ab (28.3); sample ID (B)(6): s gene (31.6) orf1ab (33.1); sample ID (B)(6): s gene (29.4) orf1ab (29.5); sample ID (B)(6): s gene (32.3) orf1ab (31.5) sample ID (B)(6): orf1ab (34.1). 3 out of the 5 samples above had cts around 32 or above which is a possibility that these samples are near the lod of the simplexa assay. Especially sample (B)(6) with detection of only orf1ab at 34.1. The customer ran environmental wipe tests and obtained very early cts that were flagged with ec515 errors. The potential contamination could contribute to the suspected false positive event. An fas has been requested to support the customer with decontamination of the instrument. Batch record review showed the critical component, reaction mix mol4151 lot# us12513, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retain testing was requested on (B)(6) 2021 while the fas assists the customer with their possible contamination issue. This is the 1st complaint on mol4150 lot# us12499 for suspected false positive results. Investigation conclusion is pending the retain testing and the fas troubleshooting the lab decontamination.

Event description:
Diasorin molecular llc received a complaint alleging false positive results of an unknown number of patient samples with the simplexa covid-19 direct assay. The customer stated "they see a cluster of positives that they don't usually see". The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.